Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to erosion. Reportedly, the pacemaker was exposed to the skin due to the progression of weight loss. According to the physician, the patient does not have indications of reoperation because of the advanced age. Technical services (ts) discussed with the device management center and recommended to consult with the device physician. This pacemaker remains in service.